Manufacturer narrative:
Manufacturing review: neither a lot history review nor a DHR review could be performed as the lot number was not provided. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one 8 fr s/l power groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed. The investigation is confirmed for flexural fatigue damage as the c-crack that was identified 1.4 cm from the proximal end is smooth at the top and bottom and rough around the edges. The characteristics of this type of crack are typical of a catheter that has undergone cyclic kinking. Additionally, 4 electronic photos were reviewed. The photos show the catheter and the observed slit can be seen in picture 3 the break surface of the distal end of the catheter can be seen as well. Two images are submitted for review, returned images were able to confirm a fracture at the port connector and catheter embolization. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event.

Event description:
It was reported approximately four years post port placement, ultrasound and x-ray imaging demonstrated catheter fracture. It was further reported that the catheter was removed via snare wire. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported approximately four years post port placement, an x-ray revealed that there was an alleged catheter damaged. It was further reported, ultrasound revealed the catheter allegedly fractured. Therefore, the catheter was removed via snare wire. There was no reported patient injury post removal procedure.